Manufacturer narrative:
(B)(4). Batch # t9315d. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information received: two photos were received for review. Upon visual inspection of two photos, the following was observed: the first photo shows a 5dcs device from top view. The second photo shows a device from tip area and the shrink tube appears to be damaged. Based on the photo, the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during an unknown procedure, there was "insulator failure." It is unknown how procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary the analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged at the area of the links. No functional test was performed due the condition of the device. No conclusion could be reached as to how the damage to the device occurred. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.